Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 254 mg/dl. The user alleged the insulin pump was under delivering insulin due to she had high blood glucose. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer stated that they performed high pressure test and result was no. Customer declined to test pump. The insulin pump as well as reservoir will be returned for analysis.